Event description:
Bought 2 new padgett super cut scissors for face lift from the sales representative. Although the scissors are new they didn't cut properly. Additional information was received in 2003 that these instruments were in contact with patients although no injuries have been reported.